Manufacturer narrative:
(B)(4). This report is number 1 of 3 mdrs filed for the same patient (reference 0001822565-2017-04416 / 0001822565-2017-04417 / 0001825034-2017-04312). Concomitant devices zimmer talar component orange size 4 right catalog # : 00450002400, lot # : 62397421n, biomet prolong tibial insert sz 4 +0 catalog # : 00450005400, lot # : 62208575. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported that patient underwent right ankle surgery. Subsequently, the patient experienced right ankle pain through two and a half year follow-up visits and symptoms as reported at time intervals as follows: six week follow-up (6 weeks): ecchymosis, moderate tenderness, mild swelling, mild stiffness, unable to perform normal activities, moderate pain, ambulation difficulties. At six (6) month follow-up: some problems with mobility, problems performing normal activities, severe pain. At one (1) year follow-up: mild swelling/tenderness, some mobility/ambulation problems, slight problems with performing usual activities, moderate pain. At two (2) year: mild swelling, problems with mobility/ambulation, severe pain, discomfort. The patient was prescribed narcotics and pain management at some point prior to two and a half year follow-up, however, outcome to the pain is still pending.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. It is noted in primary op-notes that "the trials showed good stability" and "postoperative views were obtained showing good position and alignment of the hardware." Furthermore, it was stated that the device has not failed and is still implanted and working as intended. No known contributing conditions related to the ¿continued ankle pain¿. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This report is number 1 of 3 mdrs filed for the same patient (reference 0001822565 - 2017 - 04416 / 0001822565 - 2017 - 04417 / 0001822565 -2017 -04423 ).